Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36987931 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in september 2022. Investigation results: we did not receive the complaint sample. The x-ray pictures confirm the separation between the catheter and the access port and then the cathtere migration until the heart. Conclusion: without the complaint sample, we cannot conclude on the real cause of this incident occured only 1,5 month after implantation. This is a rare incident (<0.01%), no corrective action is envisaged for the moment.

Event description:
"Obstruction of the implantable access port. Opacification required. Catheter separated from the access port. Catheter located in the right heart. Patient sent for interventional radiology at the university hospital of rennes."